Event description:
Physician reported he removed and replaced the pt's implanted intraocular lens due to a minus 11 post operative refraction.

Manufacturer narrative:
H.6 - the introcular lens was returned to the MFR for analysis. The diopter was measured as a 22.5 and not an 11.0 diopter as labeled. The investigation into this event resulted in the voluntary recall of five specific serial numbers of intraocular lenses. It was determined these lenses were incorrectly labeled as 11 diopter lenses and are actually 22.5 diopter.